Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user that the adhesive patch and infusion set stuck to the lid of the applicator and would not adhere to the skin. As a result of this event, a correction bolus was administered to maintain blood glucose level. No adverse health outcome was resulted.